Event description:
It was reported that the dr noticed that the screwdriver tip broke off in the screw as he was tightening the screw. He was able to remove the broken piece of the blade from the head of the screw with some forceps and he used the spare screwdriver stored in the asnis micro tray.

Manufacturer narrative:
Investigation in progress but not yet complete.